Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was in the high 100s mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 32 mg/dl and the customer lost consciousness. Customer required paramedic assistance with giving glucagon and was transported to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage and the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospitalization; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.